Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the nurse made an attempt to reopen the clip; however, the user found the clip unable to reopen and was already hanging off the catheter. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Investigation results revealed the clip was mashed onto the bushing and the clip failed to release from the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation findings of clip assembly mashed onto bushing. The investigation findings of clip failed to release from catheter. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked into the capsule. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.